Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient has pain on the side where the stimulator is, left buttocks, going down both legs into the thighs. They tried turning stimulation off, which made a slight difference. They are currently on program 5 with an amplitude of 1.2 v. They attempted to change programs but saw an error. They dismissed the error, changed to program 1, and increased to 0.6 v. They felt stimulation in the bicycle seat area and stated they noticed 'some relief'. They reported they will monitor their symptoms and adjust again as needed. Additional information was received from the patient. They reported that the patient was not able to lay on the side the device is on because it causes a great deal of pain. They have had this pain since they received the device and the pain has gotten worse. They have an appointment in a month or so with the managing hcp's partner who is also familiar with the device. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had pain at the ins site, especially when they go to sleep with patient reported they are still experiencing. They had an appointment to see their healthcare professional on (B)(6) 2021. Additional information was received from the patient. When asked to clarify the statement : ¿were in a great deal of pain and the pain was getting worse¿ and if this was a device issue or therapy concern the patient responded that they didn't know but suspected the device. They said with help from a rep they changed programs and level of intensity. They said it was resolved for the most part however, would be seeing a rep and nurse next week. Additional information was received from the patient. In response to an inquiry to clarify the great deal of pain and the pain getting worse, the patient reported that they thought it was due to both the device and therapy. The device moved around and the placement caused the pain. The patient had surgery to place the device in a different place and now everything worked as it should. The issue was resolved.